Event description:
It was reported during lv lead revision, that externalized conductors were found via x-ray. No electrical anomalies were found. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.